Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (medical device - problem code, type of investigations, investigation findings, investigation conclusion), h11. The batteries were completely discharged. Once connected to ac power, the device began charging and powered on. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. No fault was found. The fse performed all functional and safety checks performed to meet factory specifications.

Event description:
N/a

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) not powering on, batteries completely discharged. Once connected to ac power device began charging and powered on. There was no patient involved.